Manufacturer narrative:
(B)(4). The reported product is an unknown baxter cassette. As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a follow-up report will be submitted. (B)(4).

Event description:
It was reported that a patient experienced peritonitis coincident with automated peritoneal dialysis therapy. Although the cause of the peritonitis was unknown, it was noted that the patient had been performing therapy in a potentially compromised environment. The patient was hospitalized for the event and treated with gentamycin intravenously (dose, frequency, and duration not reported). Upon discharge from the hospital, the patient began treatment with an unspecified antibiotic intraperitoneally (dose, frequency, and duration not reported) for the peritonitis. At the time of this report, the patient had recovered from the peritonitis. Dianeal therapy was ongoing. No additional information is available. This is report 2 of 4 involved in this event.